Event description:
It was reported that during a carotid stenting procedure, stent deployment difficulties were encountered. The 95% stenotic lesion was located in the mildly tortuous and mildly calcified right internal carotid artery. An unspecified 7f xf4 guide catheter was introduced and the 8.0 x 21mm carotid wallstent monorail stent delivery system (sds) was loaded onto a non-bsc 0.014 guide wire. After opening the first 1cm of the stent, resistance was encountered. The physician was unable to deploy or re-sheath the stent. The sds with the partially deployed stent was withdrawn back into the guide catheter for removal. The procedure was successfully completed by exchanging for another of the same device. No pt injury or complications were reported. The pt's condition was reported as "stable".